Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the single use aspiration needle was removed from the ebus device and could not be pulled into the catheter. The issue occurred at the 3rd lymph node station. A new needle was used and the piercing was easier. The old needle could not be opened. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d8, h3, h4, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was returned inside the original box with the original inside packaging. The needle was extended when received and the stylet of the needle was not returned. The pebax on the needle core was ripped. This caused the needle core to be exposed and the pebax is bunched up toward the distal end. The needle was unable to be fully retracted. The locking mechanism works as intended, however the needle is unable to be retracted fully. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported failure and damage were caused by forcing the device through resistance and/or angulation. The root cause of this event was unable to be identified. The following is included in the instructions for use: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿. Olympus will continue to monitor field performance for this device.